Manufacturer narrative:
As reported, the ball tip is visibly bent. However, with markers attached and fully seated, the probe returned a good divot error but elevated geometry error due to a bent support arm for marker #3. The issue was able to be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ball tip of the instrument was bent. There was no patient present.